Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid (psol) valve. The device passed extended self-testing (est), short self test (sst), and performance verification test (pvt).

Manufacturer narrative:
(B)(4).